Manufacturer narrative:
H3: device evaluation: dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -8.5 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault and the problem was not resolved. Reference MFR file# 718507 for replacement lens. The cause of the event is reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue and debris on the lens. Visual inspection found no visible damage to the lens. H6 - work order search: no additional similar complaint type events within associated lots were found. Claim#: (B)(4).